Manufacturer narrative:
The device has not been returned to the manufacturer for eval. Chr showed no other similar product complaint(s) from this lot number.

Event description:
On (B) (6) 2010, a powerpicc line was being placed on a very ill and difficult pt with pleural effusion. After placement x-ray found a piece of the wire had migrated. Pt sent to ir for retrieval. During the retrieval the migrated portion split and that piece migrated to the pulmonary artery. At this time they are not sure if the migrated portion will be removed. The pt is doing okay.